Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following findings, it was presumed that the foreign material was clogged in the nozzle by improper reprocessing, or fragments from device used in combination with the subject device. - according to the past similar cases, probable cause was insufficient reprocessing and residue of chemical agent used at facility. - according to the inspection result by local service department, the foreign material in the nozzle was presumed to be rubber scrap from irrigation tube. It was also presumed that piece of devices used in combination (such as packing of valves) entered the subject device. - IFU instructs to preclean scopes immediately after procedure to prevent drying and solidifying of dirt, and use the aw channel cleaning adapter mh-948 for reprocessing. The user might have deviated the instruction, which caused the reported event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was foreign material in the nozzle. The foreign material was like a rubber scrap from used and aged irrigation tube. There was no report of patient injury associated with the event.